Event description:
The patient felt stimulation in the rectum and not the vagina. She started using a catheter to urinate. She wanted to take the catheter out due to infection but wasn't sure if the stimulation would provide symptom relief. She turned the device off. The patient also has an implanted drug pump for pain and another stimulator for gastroparesis. She was told that the therapies were interfering with each other and that the stimulator wouldn't work due to unrelated swelling. Further information is being requested from the hcp.